Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dropped in a swimming pool and got wet. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump has a blank screen that does not revert to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, with corroded motor home switch. No constant tone noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.